Manufacturer narrative:
Device evaluated by MFR: device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty a balloon rupture and separation occurred. The target lesion was located at the aortic arch. A 14-4/5.8/75 xxl vascular balloon catheter was used to treat the target lesion. During unknown inflation at an unspecified atmosphere, a balloon rupture and separation occurred. After the device was retrieved, it was noted that the balloon was not intact. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.